Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A surgeon reported that a patient experienced "bands of color," starbursts at night, and debilitating nocturnal photopsia following intraocular lens (iol) implant surgery. Additional information was received from the technician, who reported the event continues and there is no course of action planned for the patient regarding the affected eye. There are two medical device reports associated with this event. This report is for the right eye. The report for the left eye was previously filed under MFR report# 1119421-2012-01366.